Manufacturer narrative:
The customer's reported complaint of error code 354.6770 was confirmed through a review of the error logs and the malfunction was replicated during operational engineering testing. Review of the logs recorded several occurrences of the 354.6770 errors on the returned devices occurring when the pumps were first powered on (during post). Of the received devices, pump module (sn: (B)(4)) was received exhibiting the error 354.6770 at post. However, once the rear case was removed for further testing, the device stopped exhibiting the error code. There were no issues or anomalies observed during asm pressure sensor testing on the remaining 11 devices received, indicating these devices were functioning as designed at the time of testing. Based on the test results it is believed the error codes were recorded due to an intermittent failure due to fluid ingress that contacts the pressure sensor board. Specifically, the operational amplifier labeled as ¿u4¿ on the pressure sensor pcb. When pins 2 and 3 on returned devices are bridged by an electrically conductive fluid such as 10% bleach mixture in excessive quantities in an unapproved manner and then tilted forward to drain. When the pins are no longer bridged by fluid and has time to dry out, the error stops being produced. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no report of patient involvement.

Event description:
The customer reported that the syringe pump modules have continued to experience pressure sensor disc failures during the power on self testing period. There was no report of patient involvement.